Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05720. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26 mm sapien 3 ultra valve, there was difficulty advancing the valve through the 14 fr esheath+. The system was manipulated, and the valve was able to advance through the esheath+ but the stent strut was bent as a result of the excessive force. The entire system was withdrawn with no reported patient injury. A new esheath+, delivery system, and valve was opened and prepped. The valve was implanted successfully without any issues. Pre-decontamination evaluation found the liner of the esheath+ to be torn and delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The esheath+ was returned to edwards lifesciences for evaluation. The device was visually inspected and the esheath+ was fully expanded with the distal tip opened as designed. The sheath shaft had a curvature, the liner was torn, and the liner was circumferentially delaminated. The c-marker band was noted to be present. The liner thickness was measured, and it met specification. Imagery was also provided for review. The patient's access vessel had presence of calcification and tortuosity. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no indication that a manufacturing non-conformance contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve, delivery system, and esheath+ usage. Per the IFU/training manuals, it cautions the use of the devices in tortuous or calcified vessels. If a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of the resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. It also states that push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Do not over-manipulate the sheath at any time. If the system needs to be withdrawn, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for difficulty advancing delivery system with valve through the esheath+, esheath liner delamination, and esheath+ liner torn were confirmed based on the condition of the returned device. A manufacturing non-conformance was not identified. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no note of abnormalities during device unpacking or preparation. As reported, 'there was difficulty advancing the valve through the 14fr esheath+. The system was manipulated, and the valve was able to advance through the esheath+ but the stent strut was bent as a result of the excessive force.' Per evaluation of the returned device, sheath shaft curvature was observed which indicates the device likely encountered tortuosity within the patient's access vessel. Per evaluation of the imagery provided, the patient's access vessel had presence of calcification and tortuosity. In addition, it was reported that 'the difficulty advancing the first valve through the first esheath+ may be possibly due to the angle of access which resulted in a slight bend in the esheath+.' Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Calcification can create a constrained condition, while tortuosity and a steep insertion angle can lead to non-coaxial alignment between the devices during delivery system insertion that may lead to resistance. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (steep insertion angle) may have contributed to the event. It was also noted during evaluation of the returned device that the esheath+ liner was torn near the distal tip. Tortuosity can create a challenging pathway during delivery system advancement and removal, which can lead to increased friction between the delivery system with crimped valve and sheath inner lumen. It is possible that during manipulation of the device, the valve strut became bent and became caught on liner, tearing it. In addition, sharp calcified nodules may have directly torn or weakened the liner. In this case, available information suggests that patient factors (calcification and tortuosity) and procedural factors (valve caught on liner and excessive manipulation) may have contributed to the event. It was also noted during evaluation of the returned device that the sheath liner was circumferentially delaminated. It is possible that during withdrawal of the crimped valve back through the tortuous anatomy, there may have been non-coaxial alignment. This could result in the valve catching onto the distal tip and if excessive force was used, delaminate the liner. In this case, available information suggests that procedural factors (non-coaxial withdrawal and excessive force) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous CAPA was initiated to improve activities regarding insertion of the delivery system with valve through the sheath resulting in high push force. Since this event occurred after correction actions were implemented, a product risk assessment (pra) was performed and found the control limits have not been exceeded. Therefore, no further action is required.